Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) results for one patient sample from the cobas e602 analyzer when compared to the results from the centaur analyzer. The specific date of testing was not provided. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the tsh assay and (B)(6) for the ft3 assay. The results from the cobas e602 were reported outside the laboratory. Based on the results, an echography was performed on the patient. The patient's current condition was "healthy". No adverse event was reported.

Manufacturer narrative:
Sample from the patient was submitted for investigation. An interfering factor to streptavidin was found to be present in the sample. This interference is documented in product labeling.